Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended.